Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot # 73j1400494 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clip loading failed without any clicking sound during a laparoscopy colectomy. The patient's condition was reported as fine.